Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that blood reflux observed in the catheter. Leakage at the puncture site during flushing. Examination revealed a rupture at the 22 cm mark on the catheter scale. Catheter was removed. Upon detecting leaking, the catheter was immediately removed; no related symptoms were observed. No delay occurred. The catheter had been in use for approximately 4 months when the leak occurred. The catheter had been secured with a u-shaped bend clipped into a fixation clip and covered with a transparent dressing. There was no functional issue with the catheter prior to the leak occurring.